Event description:
The end user reported they discovered some screws missing from the safety bail assembly during a maintenance check. There was no patient involvement, injury or adverse event associated with the alleged issue. Replacement hardware was provided to the end user for repair.